Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: though the capsule was not received for evaluation, the graph from the study was. Based on the data that was collected during the procedure, the study length was 37:54 hours of the intended 48 hours. There was a portion of the graph where the capsule ph signal is missing. The root cause of capsule ph signal missing could not be determined. A review of the device history record indicates that the product was released meeting finished product specifications.

Event description:
According to the reporter, they had a bravo capsule which failed to transmit. After the information was uploaded they saw that the ph tracing was not present. A repeat procedure was performed. There was no harm to the patient.